Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and was torn upon insertion. The lens was implanted and removed without pt injury. It was stated the msi-pm injector and aq cartridge were used, but the lot numbers were unknown.